Event description:
It was reported that prior to implant the device could not be connected or programmed after several attempts. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis con firmed the no telemetry through unsuccessful interrogation with the 2090 programmer. Unfortunately, when the stacked chip scale package was placed onto a linq test fixture, telemetry was functional; the failure mode had cleared. The cause of the reported failure was not determined.